Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented at the hospital for a routine generator changeout. Upon interrogation, it was observed the patient's right atrial lead had high capture thresholds. A x-ray revealed the lead was dislodged. The lead was capped and replaced on (B)(6) 2021. The patient was in stable condition.